Event description:
Avenue t : damaged anchoring plate during surgery. An anchoring plate was not implanted because it was damaged during surgery. Half anchoring plate was released from the peek holder, the surgeon preferred to change it. The surgeon did not succeed to put the half anchoring plate into the peek holder. Half anchoring plate that was released from the peek holder was noticed on the operating field. Peek holders were correctly locked to the cage holder. No impact on patient was reported. No pictures of the defective product are available. The reporter did not have the product. Additional information received on march 18th 2019: the half anchoring plate that was released from the peek holder was noticed during the surgical technique progress. The impactors were correctly inserted and locked. The reporter did not mention at which step of the surgical technique the reported incident was noticed. Additional information received on march 26th 2019: the impactor did not fall on the floor during its loading on the cage holder.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint it was reported on february 28th 2019 reported that the reporter did not have the product. The product location is unknown. Therefore, no product evaluation could be performed. From the information provided based on the zper, the product history records, the review of the case with the project manager and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. It could be hypothesized that the surgical technique on inserting the half anchoring plates on the peek holder was not followed, causing the half anchoring plate release from the peek holder. However, regarding the lack of information provided and without the product return and evaluation, this hypothesis cannot be validated. The root cause of the reported event remains undetermined with the most likely hypothesis of user error. If additional information is received that allows to draw a conclusion, this case will be reopened and the root cause of the complaint will be reevaluated.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is still in progress. Conclusion is not yet available. Device not returned.

Event description:
Avenue t: damaged anchoring plate during surgery. An anchoring plate was not implanted because it was damaged during surgery. Half anchoring plate was released from the peek holder, the surgeon preferred to change it. The surgeon did not succeed to put the half anchoring plate into the peek holder. Half anchoring plate that was released from the peek holder was noticed on the operating field. Peek holders were correctly locked to the cage holder. No impact on patient. No pictures of the defective product are available. The reporter did not have the product.